Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the paratyphoid incision site is infected. No surgical intervention is planned at this time and the patient was prescribed targeted antibiotics. As of today the electrode remains in service. There were no additional adverse effects reported.

Manufacturer narrative:
This report is being filed to correct the manufacturer site facility name and contact information.